Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 25. On (B)(6) 2023, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.